Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. End of service (eos) was reported. The patient thought that the battery would last 5 years but it only lasted 2years. The patient was not feeling any tingling. The event occurred on (B)(6) 2018. No further complications were reported.